Event description:
It was reported to boston scientific corporation that the uphold vaginal support system was implanted via a vertical incision. The patient was prescribed estrogen cream for three months. The patient has not returned for a second follow-up visit and the mesh has not been trimmed or excised, but she is reportedly in fine condition and has been healing nicely.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior/apical vault suspension procedure on (B)(6) 2012. The patient presented with mesh exposure less than 1cm in size at the apical suture line during a follow-up appointment on an unknown date. The patient was asymptomatic and was prescribed estrogen cream (duration unknown). She was advised to follow up with the physician in one week. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.